Event description:
Information rec'd indicates the technician found the brake will not hold on the bed.

Manufacturer narrative:
The technician found the brake mechanism assembly was inoperable and the casters were worn. The technician replaced the brake mechanism assembly and the four casters to repair the bed.